Event description:
The pt was implanted with an itrel iii ipg and lead system for neurostimulation for pain. The pt underwent a laminectomy and explantation of the ipg and lead system in 1999, after the pt experienced lower extremity radiculitis and allodynia, hyperesthesia in the groin and hip area with signs and symptoms of an epidural mass effect. Post-operatively, the pt's pain was controlled with oral analgesics and antineuralgic medications. The pt showed significant improvement over the hosp course and was discharged to home in satisfactory condition with resolution of symptoms. Lab results were requested but have not been received.